Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 412 mg/dl and was hospitalized. The customer stated they had called their doctor and was rushed to the emergency room. The customer¿s current high blood glucose 220 mg/dl. The customer's blood glucose was 250 mg/dl when she had failed sensor also. The insulin pump will not be returned for analysis.